Event description:
It was reported that the patient lost therapeutic effect. She was in the hospital because she just had spinal surgery. The patient had to go to the bathroom very urgently during the day and was not making it to the bathroom at all during the night. This started thirteen days prior to report. The patient saw her health care provider and he told her to try all of the programs. The patient stated that the third program was the only one that was working but at the time of this report it was not. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the patient still had painful and uncomfortable stimulation. The patient programmer (pp) confirmed the therapy was on. There was no trauma or fall that could be related to this issue. The issues were related to positional movements such as sitting. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient changed to program 1. Stimulation was adjusted to a setting that was comfortable in all positions. Program 3 and 4 had already been tried but they resulted in painful stimulation regardless of setting. The symptoms were pain while having a bowel movement, leakage at least once at night and complete loss of bladder control during the day, and painful stimulation in the buttock area. The change was considered sudden. The painful stimulation occurred in (B)(6) 2015 after an unrelated spinal surgery of l4/l5. It was noted that the implantable neurostimulator (ins) was turned off during this procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3889-33, lot# va08th4, implanted: (B)(6) 2013, product type: lead. (B)(4).